Event description:
It was reported that the spinalpak stimulator disturbed the patient's heart condition. The patient applied the unit for two hours and stated that her heart began to beat very fast. The patient took the unit off and called her doctor who advised the patient to take the unit off immediately and return it. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. No physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint. The device operated/functioned as intended. The complaint sample was evaluated and the reported event was not confirmed. The device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to yes. H6: method code updated to 10: testing of actual/suspected device. H6: method code updated to 3331: analysis of production records. H6: results code updated to 213: no device problem found. H6: conclusions code updated to 4315: cause not established.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Date of event: the event occurred sometime in (B)(6) 2019. Concomitant medical products: medical product: pace maker. Therapy date: unknown.

Event description:
It was reported that the spinalpak stimulator disturbed the patient's heart condition. The patient applied the unit for two hours and stated that her heart began to beat very fast. The patient took the unit off and called her doctor who advised the patient to take the unit off immediately and return it. No additional patient consequences were reported.